Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter powers off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 at 3pm. The patient manages his diabetes with insulin. At the time of the reported issue, the patient reportedly administered himself insulin (8.4 units) and took less food and/ or drink. About 3 hours after the start of the alleged issue, the patient claimed he felt symptoms of ¿high sugars.¿ specific symptoms were not provided. No additional treatment was specified. The patient denied testing his blood glucose with another device. There was no indication of misuse. The alleged issue was not resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.